Event description:
It was reported that a user awaiting cgm sensors had been in blood glucose entry mode for over 48 hours while using an ilet system and observed an on-device message indicating dosing would stop soon; the user reported a blood glucose of 280 mg/dl and troubleshooting and education were provided. Symptoms included hyperglycemia. Outcomes included temporary interruption risk to automated dosing. Investigation included complaint handling review and technical assessment based on available information. Investigation of this case revealed the cause of the hyperglycemia was unclear and no device malfunction could be confirmed from the information provided. It was concluded that the event was consistent with hyperglycemia of unclear cause with device performing as designed in blood glucose entry mode and when dosing stop criteria are approached. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.